Event description:
Gambro technical investigation, by a gambro technical services technical specialist was conducted. (The following is a synopsis of the technical investigations reported by complaint investigator, full report documents are attached). Clinical investigation: the following is a synopsis of clinical investigations reported by the clinical complaint investigator, dated may 11, 2007. Full report documents are attached (see customer communication section): the clinical nurse manager, reported that a female patient died while dialyzing on a centry system 3 machine. According to the clinical nurse manager, the machine alarmed high venous pressure and the patient's extracorporeal system clotted. When the staff went to address the alarm, the patient was already deceased. No CPR (cario pulmonary resuscitation was performed.) The medical director of sequestered the machine for inspection, but did not save the cartridge blood set or the baxter excel 210 dialyzer. It was the medical director's determination that the patient's death was not contributory to the machine or the extracorporeal circuit. A gambro technical service representative inspected the machine on 05/08/2007. The machine operated according to manufacturer's specifications. A safety analysis cannot be determined as no device malfunction was identified. Based on the functional testing and clinical investigation, there is no information that reasonably suggests any gambro product caused or contributed to this incident.

Manufacturer narrative:
See attached failure investigation systems report numbers: note that with cessation of all manufacturing activities in december 2000, gambro renal products is no longer a medical device manufacturer.